Event description:
It was reported that the patient had high impedance on system diagnostics. The patient's seizure control is still okay. X-rays were reviewed by the MFR which reveal no anomalies that would be contributing to the high impedance. Attempts for further info have been unsuccessful to date.

Manufacturer narrative:
Eval method: MFR reviewed x-rays of implanted device. Results: x-rays reviewed by the MFR, no gross lead discontinuities visualized.